Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination found the inner coil near the connector to be over-torqued due to procedural damage. An external insulation abrasion breaching the outer insulation was also noted from 11.2 cm to 11.4 cm consistent with friction to the device can. Electrical testing did not find any conductor fractures or internal shorts. The reported events of insulation damage and noise was confirmed and attributed to the external insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon review, the right ventricular lead exhibited noise after a previous mammogram. The physician explanted and replaced the lead. After the procedure, the physician noted insulation damage on the explanted lead. The patient was discharged post-procedure.